Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device product sold in the us. It is unknown, at the time of this report, if the device sample is available for evaluation.

Event description:
The customer alleges repeated dislocation of the cvc from the fixing clamp despite correct fixation.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges repeated dislocation of the cvc from the fixing clamp despite correct fixation.